Manufacturer narrative:
Results: the cat8 was fractured approximately 1.0 cm from the hub. The cat8 was kinked approximately 69.0 cm from the hub. Conclusions: evaluation of the device revealed the device was fractured just past the hub of the device. This damage is likely a result of forceful manipulation of the catheter at extreme angles during removal from the packaging. Further evaluation revealed the device was kinked. This damage was likely incidental and likely occurred during packaging for return to penumbra facilities. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the scrub technologist noticed that the indigo system aspiration catheter 8 (cat8) was kinked at the strain relief/hub upon removal from the packaging. It was reported that the scrub technologist attempted to straighten the strain relief and secure it back onto the hub but the catheter was leaking saline after the initial flush. The damaged cat8 was found prior to use and therefore, the cat8 was not used for the procedure. The procedure was completed using a new cat8.